Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about blood result reading "lo.' The customer stated that he feels well and no medical attention was needed. The meter was properly coded (4508) and that the strips expire 02/26/2017. Tvial of strips were opened 1 month ago. Customer did not confirm storage of supplies. The customer declined a blood test. Reviewed the last five blood glucose results (the time was not set correctly): (B)(6) /2015 - "lo"; (B)(6) 2015 - "lo"; (B)(6) 2015 - 226 mg/dl; (B)(6) 2015 - 354 mg/dl; (B)(6) 2015 - 170 mg/dl. Expected range is no more than 400 mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value.

Event description:
Consumer complaint of about blood result reading "lo." The customer stated that he feels well and no medical attention was needed. The meter was properly coded (4508) and that the strips expire 2/26/17. Vial of strips were opened 1 month ago. Customer did not confirm storage of supplies. The customer declined a blood test. Reviewed the last five blood glucose results (the time was not set correctly): (B)(6). Expected range is no more than 400mg/dl. No adverse event reported.